Manufacturer narrative:
(B)(4)

Event description:
It was reported that a patient presented with an alert for high ventricular rate via merlin.nen transmission. The device did not record any egm's for hvr. During the hvr, ams event was also observed in the episode log. No programming changes were discussed. The event will be submitted for further investigation.